Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced daily occlusions with the infusion set after supply changes, which resolved after switching to replacement insets and connectors; the issue was associated with the connector/coupler and characterized as obstruction of flow. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem leading to obstruction of flow at the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.